Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was initially reported that during an angioplasty procedure on an unknown vessel with a 2.50x24 mm express2 drug eluting stent, the physician noticed that the balloon would not inflate and that there was a contrast leak. After clinical follow-up with the physician, it was determined that the problem occurred outside of the body. The hypotube was reported to have kinked, then broken into two pieces before entering the body. The physician stated that there was not a problem with balloon inflation as initially reported. The stent and the delivery system were removed and the procedure was completed wth another taxus stent and delivery system. The patient is reported to be in satisfactory condition.